Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that she had gone to the gym, so the device may have been exposed to moisture leading up to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.